Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an in clinic follow-up, the physician noted externalized conductors on the x-ray of the right ventricular (rv) lead. As all electrical measurements were stable, the physician decided to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.